Event description:
It was reported that the insulin pump alarmed no delivery. No troubleshoot was performed as the mother does not have hipaa consent; she was advised to have the customer get back in contact. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.